Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing continuous elevated blood glucose (bg 300-385 mg/dl); cause was not known. Infusion set was changed and insulin injections were administered to address bg. System check was performed with tandem technical support and pump time was found to be off by 5 minutes. Cause of incorrect time was not known. Customer declined tandem technical support's offer to follow up to confirm time remained accurate. Insulin delivery was resumed.